Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient during transportation. The most probable root cause was determined to be a gap in the maintenance. There was no correction conducted on the device as no malfunction was discovered. There was potential patient harm due to desaturation, and the patient had to be brought to the nearest hospital in order to ensure the therapy. The final patient's state of health is unknown.

Event description:
During patient transport the device alarmed with "oxygen supply failed". The users activated the bypass valves from the oxygen tanks. The alarm continued and also oscillated between "low oxygen" and high oxygen". Patient o2 spo2 started to fall and rerouted to nearest hospital. No patient harm reported and error could not be duplicated.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient during transportation. The most probable root cause was determined to be a gap in the maintenance. There was no correction conducted on the device as no malfunction was discovered. There was potential patient harm due to desaturation, and the patient had to be brought to the nearest hospital in order to ensure the therapy. The final patient's state of health is unknown. Hamilton medical ag complaint number: cer (B)(4).follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
During patient transport the device alarmed with "oxygen supply failed". The users activated the bypass valves from the oxygen tanks. The alarm continued and also oscillated between "low oxygen" and high oxygen". Patient o2 spo2 started to fall and rerouted to nearest hospital. No patient harm reported and error could not be duplicated.